Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated. The device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. The power cord and battery connection pins were inspected with no discrepancies found. The device was recertified and returned to the customer. Review of the device activity logs showed low battery warnings and replace battery warnings before the device shut down. There is no evidence in the logs that the device was connected to the ac power at the time of the event. The actual battery involved and the ac power cord were not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician reseated the battery and repowered on to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2019-03120 for a similar event reported from the same customer.